Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a hardware low level failure alarm. The customer¿s blood glucose was 120 mg/dl. Troubleshooting was done for pump error alarm. Customer reports they ran self test and got again pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history file due to cold solder joint at keypad assembly.